Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of peg tube detached.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used during percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During insertion, the peg tube broke apart. The procedure was completed with another peg kit push method. There were no patient complications reported as a result of this event.